Event description:
It was reported there were unstable right ventricular (rv) lead thresholds and that the thresholds have increased since implant. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.